Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that patient obtained the following back-to-back results on the compact plus system: 45 mg/dl and 183 mg/dl (date not provided. Additional discrepant back-to-back values were found in the compact plus meter memory: 168 mg/dl and 19 mg/dl ((B) (6) 2009), 148 mg/dl and 21 mg/dl ((B) (6) 2009), 71 mg/dl and 24 mg/dl ((B) (6) 2009), 216 mg/dl and 16 mg/dl ((B) (6) 2009). No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.